Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. The probable root cause unable to be determined.

Event description:
It was reported that error code 41627 was displayed, the screen brightness decreased, and occlusion alarms occurred frequently. The event occurred while patient use at the facility. There was no patient harm or adverse event reported.